Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# unknown, implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 30-jul-2014, (B)(4); product ID: 8578, serial/lot #: unknown, ubd: 30-jul-2014. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (40 mg/ml, 11.3 mg/day) via an implantable pump for spinal pain. On (B)(6) 2018, the patient's pump was being revised due to early replacement indicator (eri) with no complaints against the pump. During the revision, the hcp was unable to aspirate fluid freely from the catheter access port (cap) of the old pump to clear the catheter of drug. The hcp replaced the pump connector with an 8578 and was still unable to aspirate fluid freely from the cap. The new pump was then programmed with a back table prime and then completely attached to the catheter. The hcp tried to aspirate from the cap again, and was unable to aspirate fluid freely. It was noted they only got "drops of fluid only". The rep was going to adjust (decrease) the dose which was noted to be something they "always" do when replacing a pump. There were no patient symptoms noted. No further information was provided at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The connector was removed and the pump was to be returned for analysis. It was unknown what caused the failure to aspirate. The patient was doing well and the hcp was not monitoring the patient. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.